Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported trial patient had some knee pain. On (B)(6) 2019, patient further reported they had a uti. Trial patient was advised to contact their healthcare professional (hcp) with health concerns. No further complications were reported or anticipated.